Event description:
The patient reported it was her first day using v-go and stated the device had fallen off the back of her arm after wearing it for two hours. The patient properly prepared the site with an alcohol wipe and had let it dry. The patient stated there was no interference with her clothing. The patient stated that she was sweating when it fell off because patient was outside playing with her nephew in the heat.